Event description:
The customer reported that the roller clamp does not shut off fluid flow. No lot number was provided. The customer is not returning any devices. No harm or injury was reported. The customer initially reported twelve (12) defective devices. The customer did not provide information nor clinical details about the additional events. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. No lot number was provided. The device history record and complaint database could not be reviewed. Merit is unable to determine a root cause for the reported failure without the suspect device to examine. No conclusion can be drawn. The customer was contacted on (B)(4) 2011 and reported that they perceive that the problem may have happened less than originally reported. A f/u report will be submitted if more information becomes available.